Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and during the course of a call for another reason, alleged the following: about a month ago, the patient was stopped by the police for driving erratically. The police called the paramedics as the patient was 'not acting appropriately'. Patient's blood glucose (bg) was found to be 700mg/dl. Paramedics treated the patient with insulin and the patient was able to drive himself home. Patient reports had major surgery and was on lots of narcotics and went to detox. Patient reports that he is not stressed and has no pain. Patient has gained 43 pounds and has made changes to basal rate with health care provider (hcp) recently. Patient does not always know how many carbs he eats and at times guesses at insulin needed. Patient instructed to follow-up with hcp on settings in pump and to change site if bg is not resolving. Patient unsure what site looked like at that time but reports he has had to use sites for 7 days in the past but not currently. Cs instructed on proper use for sites and rotation. Instructed to call back if needs further assistance with making any changes per hcp. Cs review of prime history noted multiple 0.0 fill cannula steps. There is no indication of pump malfunction. This complaint is being reported as the user error of improper filling of cannula may have contributed to the hyperglycemia.